Event description:
It is reported that the counterbore detached from the ratchet shaft leaving counterbore stem assembly in the pt.

Manufacturer narrative:
Eval summary: the fracture of the guide portion at the most proximal notch may have occurred due to a "levering up" of the counterbore while removing the device from the humeral canal, perpendicular to the axis of the humerus while removing the counterbore from the humeral canal, thereby causing an excessive bending moment on the thin section. This may then have allowed this reamer portion to separate from the body portion. The exact cause cannot be determined with certainty. Eval: the counterbore had a potential field age of nearly 5 years at the time of failure. Manufacturing documentation has been reviewed and appears to be conforming.